Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis will not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies unintended parent artery occlusion, coil migration or misplacement, and ischemia as potential complications associated with use of the device.

Event description:
It was reported that an angioplasty was performed for a right renal artery stenosis, and three coils were implanted as treatment for a right renal aneurysm in a patient with fmd (fiber musculature dysplasia). It was reported that the procedure went very well. Approximately 24 hours after hospital discharge, the patient contracted rotavirus and experienced nausea, vomiting, and diarrhea. Subsequently, approximately 1/3 of the third coil that had been placed in the aneurysm moved to a lower pole in the right renal artery, which appeared to cause an infarction. The physician suspected that with the vomiting, the patient's abdominal pressure was repeatedly increased such that it caused the coil to partially migrate in the renal artery prior to any opportunity for significant endothelialization of the coil. No intervention was performed. The physician reported that currently, the patient remains spared of aneurysm rupture and her kidney is overall better perfused that it was prior to the procedure.